Event description:
It was reported that towards the end of a da vinci-assisted hysterectomy, the fenestrated bipolar forceps instrument did not seem to achieve hemostasis as well as it had, so the energy setting was raised in order to stop bleeding. When trying to use the instrument again, the movement of the jaw seemed different. Once removed from the patient, it was noted that one of the wires was broken. The instrument was replaced with a laparoscopic bipolar instrument to complete the procedure robotically. The customer reports there were no instrument collisions, and the uterus was small so it is unclear why the instrument broke. There was no fragment that fell inside the patient.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
Additional information was obtained from the customer: the blood loss from uterine tissue was minimal and was considered expected surgical bleeding. There was no blood transfusion. The instrument's movement did not cause or contribute to an injury. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa on the fenestrated bipolar forceps was completed, and the findings did not replicate or confirm the customer reported event of inadequate hemostasis. The instrument passed the in-house recognition and engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. No product issue was found. Additional findings: the instrument was found to have a dislodged crimp. The crimp of wrist control cable number 4 was found to be dislodged. The dislodged crimp is captured inside of the welded grip. A system log review did not reveal any system errors that would have caused or contributed to the reported event.